Manufacturer narrative:
Sections with additional information as of 19-apr-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned for evaluation - customer had returned the incorrect test strips. Meter was returned-reported defect not reproduced on returned meter. Product evaluation has been completed, retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer had returned the incorrect test strips. Meter was returned - product evaluation in-process. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer had performed additional blood test using the true metrix meter on (B)(6) 2023 and had obtained a blood glucose test result of 410 mg/dl fasting. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi; customer stated he has obtained hi for the past three days. The customer¿s expected am fasting blood glucose test result is 300 mg/dl. The customer reported feeling lethargic and having increased thirst; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 560 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/24/2024 and test strips were opened two weeks prior to call. The meter memory was not reviewed for previous test result history.